Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.5/4.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 202322. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).

Manufacturer narrative:
It was later reported that the problem was not resolved and the patient now has refractive surprise. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).